Event description:
It was reported following deployment of an angio-seal device the patient developed a pseudoaneurysm. Thrombin was administered to resolve the pseudoaneurysm and the patient is reportedly recovering. This event occurred during the physician's certification training.